Event description:
During a pci procedure, the balloon ruptured at 8 atm's on the first inflation. The lesion being treated was a calcified and 90% stenotic lesion in the lad. No pt injuries or complications were reported. Pt status is listed as "good."